Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states that when the pt arrived to the dialysis center for treatment, a dialysis nurse noticed that a piece of the catheter's adapter was broken off (where the dialysis machine connects to). This restricted pt from further treatment until repaired. Pt was then sent to the dialysis center to get it repaired. The access center doctor ended up replacing the catheter since a fibrin ended up replacing the catheter since a fibrin sheath had formed (not relating to adapter cracking/piece missing).